Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator service required alarm occurred frequently on a trilogy ev300 device. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the bench evaluation of the trilogy ev300 device at the manufacturer's service center, the customer's complaint was confirmed. The device has an intermittent failure evt_obm_valve_failure alarm appearing indicating a failure with oxygen of the oxygen blending module. The service technician recommended replacing the device's oxygen blending module to address the issue. The device's oxygen blending module (obm) subassembly was returned to the manufacturer's product investigation laboratory (pil) for further investigation. At pil the trilogy evo obm subassembly was visually inspected for visual defects and found that the inlet o2 fitting was removed. The pil installed the inlet o2 fitting in the obm subassembly and then tested the obm subassembly on the pil trilogy evo obm test station and passed all testing. Pil concluded that the obm subassembly operates as designed. The trilogy evo obm subassembly has been scrapped.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred frequently on a trilogy ev300 device. There was no allegation of harm or injury reported. The device was not reported to be in patient use. During the bench evaluation of the trilogy ev300 device at the manufacturer's service center, the customer's complaint was confirmed. The device has an intermittent failure evt_obm_valve_failure alarm appearing indicating a failure with oxygen of the oxygen blending module. The service technician recommended replacing the device's oxygen blending module to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.